Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use with a pt. There was no report of the pt being harmed or injured as a result of this event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop condition. The cse inspected the device and could not duplicate the reported event. No parts were replaced, however an emi upgrade kit was installed as a precautionary action. The unit passed extended self testing.